Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize ECG signal) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to recognize an ECG signal during testing.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) has not yet been returned for investigation. The evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize ECG signal) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the monitor malfunction caused or contributed to the patient's death. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use (patient pressed response buttons after the treatment was delivered). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion; poor ECG contact with skin.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was taken to the hospital by ems and passed away in the hospital. Per review of the patient's downloaded flag data, the patient received one inappropriate defibrillation at 15:10:36 on (B)(6) 2017. The rhythm at the time of the treatment was bradycardia at 40 bpm. The post shock rhythm was bradycardia at 40 bpm. Motion artifact contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. The device was then shutdown at 17:21:26 when the patient was is a life-sustaining rhythm. It was reported that ems removed the device. The patient passed away later on (B)(6) 2017. There is no indication that the lifevest caused or contributed to the patient's death as the device was removed when the patient was in a non-treatable, life-sustaining rhythm.